Manufacturer narrative:
The reported fault was attributed to membrane failure. This is a known fault identified under FDA reference z-0124-2013.

Event description:
Low battery and device service required. No patient involvement.

Event description:
Low battery and device service required. No patient involvement.